Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a crack underneath where the clip slides in. The blood glucose value was 211 mg/dl. The customer states that there is a keypad anomaly where the numbers are not ramping on their own, the scroll bar is not moving with no input, and all buttons are not responding. The customer states that the insulin pump had critical pump error 35 and was unable to clear the alarm. The customer was not able to run self-test due to the critical pump error. The customer states that the insulin pump was exposed to water. The insulin pump will not be returned for analysis.